Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector separated from the cartridge during sleep, and the user was initially unable to remove the cartridge and adapter from the ilet despite attempts with tools; however, the user was eventually able to remove the cartridge from the ilet. Blood glucose was reported as 132 mg/dl with no hyperglycemia or hypoglycemia, and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included device replacement and user education, with the user temporarily using backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a cracked or broken luer connector consistent with mechanical damage to the connector assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.